Event description:
Resident/patient wearing a wander guard bracelet went outside of building through front door. Wander guard system did not sound when resident went outside building or coming back inside of building as intended to do.